Event description:
It was reported that the wire curled back on itself and formed a knot when it hit the axilla. It was placed under fluoroscopy. The wire is left in the patient as it needed to be surgically removed. The course of treatment has continued. Additional information received on 23-jun: the guidewire was successfully removed by the interventional consultant using force and additional pain relief.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.